Manufacturer narrative:
The manufacturer's device analysis results. Based on the first information available, the incident reported a bending of the cannula of the standard needle 30ga x-short leading eventually to a breakage in patient's mouth. Causes of needle breakage include excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Event description:
Device fragment embedded v24.0 (the tip broke in the gum area and was able to be retrieved with no harm): from to - serious - unknown. Needle broken v24.0 (needle broke off): from to - serious - unknown. Needle bent v24.0 (needles bent): from to - not serious - unknown. No adverse reaction v24.0 (retrieved with no harm.): from to - not serious - unknown. Spontaneous report, from us. Local reference # (B)(4), dealer reference: (B)(4). Quality complaint reference # (B)(4). This initial serious case report was received on 25-may-2021 from the dentist through the dealer (B)(6). This case described breakage of standard needle 30ga x-short during anesthetic injection for a tooth extraction in an child patient (unknown age and gender). It was reported that on an unknown date during injection of local anaesthetic with lidocaine the tip of the 30ga x-short needle bent and broke off. There was no harm to the patient or medical attention required. The tip broke in the gum area and was able to be retrieved with no harm. No information was provided on the number of injection, and conditions of use. Information on the batch: # f9508aa, expiry date unknown. Sender comment: causality assessment on (B)(6) 2021, on initial information received on 25-may-2021. Seriousness: serious required intervention to prevent permanent impairment/damage. Expectedness: embedded device: unexpected us. Needle issue (broken and bent as llt): unexpected us. No adverse event: expected us. Causality: latency - na. Recognized association - no. Analysis - based on the first information available, the incident reported a bending of the cannula of the standard needle 30ga x-short leading eventually to a breakage in patient's mouth. Causes of needle breakage include excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Then, the causal relationship was not assessable. Dechallenge - na. Rechallenge - na. Concluded causality who: not assessable.

Event description:
Spontaneous report, from us. Local reference # (B)(4). Quality complaint reference #(B)(4). This initial serious case report was received on (B)(6) 2021 from the dentist through the dealer (B)(6). Fup #1: received quality investigation results. This case described breakage of standard needle 30ga x-short during anesthetic injection for a tooth extraction in an child patient (unknown age and gender). It was reported that on an unknown date during injection of local anaesthetic with lidocaine the tip of the 30ga x-short needle bent and broke off. There was no harm to the patient or medical attention required. The tip broke in the gum area and was able to be retrieved with no harm. No information was provided on the number of injection, and conditions of use. Information on the batch: # f9508aa, expiry date unknown. A quality investigation on the returned samples confirmed that no deficiency was observed. After investigation, and without any proven quality defect of the needles, a cause due to dentist practice cannot be ruled out and is privileged. Cause investigation and conclusion: causative factors for needle breakage may include excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, due to lack of information on the way the device was handled, no final root cause could be determined. This is the first complaint for a "cannula breakage" defect for these needle batch (163'600 needles) and/or cannula batch (u00599: 856'000 cannulas). The controls done by our supplier and during assembly step prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no breakage during bending and resistance over 22n. After investigation, and without any proven quality defect of the needles, a cause due to dentist practice cannot be ruled out and is privileged. Consequently, without any occurrence on these batches of needles and cannulas, without deviation registered during the production or quality issue identified during this investigation, the residual risk is judged acceptable. Based on final results from quality investigations and all available data, no quality defect of the suspected device was identified. Causative factors for needle breakage may include excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, due to lack of information on the way the device was handled, no final root cause could be determined. Manufacturer final comments: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of these needle batch (f09508aa). The practitioner did not return the impacted devices but returned opened box with 105needles. Consequently, tests were performed during this investigation was done on the devices returned by the practitioner and needles form sofic retention box. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, and without any proven quality defect of the needles, a cause due to dentist practice cannot be ruled out and is privileged.

Manufacturer narrative:
Cause investigation and conclusion: causative factors for needle breakage may include excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, due to lack of information on the way the device was handled, no final root cause could be determined. This is the first complaint for a "cannula breakage" defect for these needle batch (163'600 needles) and/or cannula batch (u00599: 856'000 cannulas). The controls done by our supplier and during assembly step prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no breakage during bending and resistance over 22n. After investigation, and without any proven quality defect of the needles, a cause due to dentist practice cannot be ruled out and is privileged. Consequently, without any occurrence on these batches of needles and cannulas, without deviation registered during the production or quality issue identified during this investigation, the residual risk is judged acceptable. Based on final results from quality investigations and all available data, no quality defect of the suspected device was identified. Causative factors for needle breakage may include excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, due to lack of information on the way the device was handled, no final root cause could be determined. Manufacturer final comments: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of these needle batch (f09508aa). The practitioner did not return the impacted devices but returned opened box with 105needles. Consequently, tests were performed during this investigation was done on the devices returned by the practitioner and needles form sofic retention box. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, and without any proven quality defect of the needles, a cause due to dentist practice cannot be ruled out and is privileged.